Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 8 french angio-seal vip device has been returned for product evaluation. The returned sample includes the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition. The hemostasis sheath and carrier tube were returned fully separated and the carrier tube was in the fully rear locked position. The anchor was intact at the distal tip of the carrier tube. No other damage or issues with the device were identified. One 8 french device was returned, and the carrier tube and hemostasis sheath were fully separated. The carrier tube was in the fully rear locked position, and the anchor was intact at the distal tip. The complaint was confirmed for a detached carrier tube and hemostasis sheath. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Event description:
Terumo medical corporation received the reported information. The device came out, and the lock was defective. After coil embolization, the angio-seal device was used to achieve hemostasis. Since the physician uses angio-seal frequently, there were no issues with how the device was used this time. However, when the insertion sheath and device were withdrawn in order to position the anchor, the device came out of the insertion sheath. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The type of procedure was hemostasis. The blood loss was less than 250cc. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel's diameter was unknown. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.